Event description:
It was reported that during a da vinci surgical procedure, the customer was unable to focus the camera from the surgeon side console (ssc) or the vision side cart (vsc). With the assistance of an isi technical support engineer and the onsite representative, the customer re-seated the focus cable and replaced the camera head cable, however, the focus problem continued to recur. The pt was under anesthesia for approximately one hour when the site decided to convert to laparoscopic surgical techniques to finish the planned surgery. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by an isi field service engineer found that the 3d camera head was defective. The camera head consists of two video cameras, one camera is used for each optical path (right and left). The camera head is connected to a focus controller, which allows the surgeon to focus the camera from the surgeon side console (ssc) using a foot pedal. The system was repaired by replacing the affected camera head. As of 2007, there have been no reported recurrences of the issue at this hospital.